Event description:
Clinical study: seventy seven days after a drug eluting stenting treatment procedure the pt experienced a proximal edge restenosis and underwent a target vessel reintervention (tvr). Lesion 1 was a 2.5mm, 70% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stenting and successfully placing two taxus express2 8.8% 2.50x 12mm and 2.50 x 16mm drug eluting stents in the target lesion with an unknown overlap. Lesion 2 was a 3.0mm, 80% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stenting and placement of a taxus express2 8.8% 3.00x8mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. Seventy seven days after the procedure, the pt experienced a proximal edge restenosis and underwent a tvr of the prox lad, and the physician successfully placed a drug eluting stent in the target lesion. The pt was discharged the next day.

Event description:
It was further reported that the pt underwent a staged procedure, and returned to the cath lab for stent placement to the lad. Angiography showed 80% proximal lad stenosis and 70% mid lad stenosis. Target lesion 1 was 10mm long with residual stenosis of 0% after stent placement. Target lesion 2 was 6mm long with residual stenosis of 0% after stent placement. Target lesion 3 was 14mm long and was identified in the distal portion of the mid lad with 70% stenosis and a 2.5mm reference vessel diameter. The physician treated the lesion with direct stenting with placement of a taxus express2 8.8% drug eluting stent in the target lesion. Residual stenosis was 0%. Of note, "a small septal branch was compromised with timi ii flow after the first stent implant, but it was still patent" (per cath report). The pt presented 77 days after the procedure, with unstable angina unrelieved by sublingual nitroglycerin. IV nitroglycerin was administered and the pt was pain free. ECG showed subtle inferolateral st depression. Initial cpk was negative. Cardiac catheterization at this time, revealed lmca normal, lad 50-70% proximal stenosis at the proximal edge of the first of the three previously deployed stents, stented areas were all widely open, 40% stenosis between the first and second stent, lcx 40% proximal stenosis, rca 40-50% proximal stenosis, patent distal stent, lvef=55%. The physician then implanted a 3.0 x 12mm taxus stent in the proximal lad. Residual stenosis was 0%. The pt was discharged on plavix and aspirin. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.